Event description:
It was reported that the ilet pump¿s housing was cracked, resulting in partial loss of functionality including inability to announce meals and properly change supplies, and a replacement pump was shipped. Symptoms included no reported adverse health effects. Outcomes included continued diabetes management using the patient¿s dexcom g6 while awaiting the replacement device. Investigation included collection of device history and return request for the original unit, with instructions to sync data, shut down the device before return, and re-complete startup on the replacement. Investigation of this case revealed a physical damage condition to the pump enclosure consistent with a hardware failure that impaired user interface and supply change functions. It was concluded, based on previously established findings for similar reports, that the cause was device damage consistent with external mechanical stress.